Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After engaging the lesion with a non-boston scientific (bsc) guide catheter and crossed with a non-bsc guide wire, a 2.00mm x 12mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a 2.50 x12 nc quantuma apex balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After engaging the lesion with a non-boston scientific (bsc) guide catheter and crossed with a non-bsc guide wire, a 2.00mm x 12mm maverick 2 balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a 2.50 x12 nc quantuma apex balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
The returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was both contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was soaked for a period of time to loosen up the blood and contrast within the device. It was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 5mm from the tip of the device. The device failed to inflate to rated burst pressure.